Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 80-130mg/dl fasting. Verified test strips expire 07/15/2018. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 358mg/dl and 376mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns:customer is concerned with the results of 372,345 and 399 in the meter's memory. The customer cannot see the date in the meter's memory. When the customer eats he usually test 1 hr after his meal.